Event description:
The report rec'd from another country indicated the pt had a thrombotic event 16 months after receiving two cypher stents. Subsequently, the pt died of multi organ failure after respiratory complications. The main indication for the index procedure was acute coronary syndrome. After predilatation of the proximal left anterior descending coronary artery with an unknown 3.0 x 20mm balloon at 8atms, a 3.0 x 20mm cypher was implanted at 18 atms for 20 seconds. The vessel was described as 3.0 x 16mm long, ostial and de novo with a type b2 classification. A kissing balloon post dilatation was conducted with a 3.5 x 20mm unknown balloon; pressure unknown. Residual stenosis was zero. A second lesion in the first diagonal was treated by implantation of 2.5 x 23mm cypher stent and a 2.5 x 20mm tsunami stent overlapping one another. Kissing post dilatation was conducted with a 2.5 x 20mm unknown balloon for a residual stenosis of zero. Fifteen months later the pt was hospitalized for brian infarction. During this time, aspirin and clopidogrel were on hold due to anticoagulant therapy side effect for the brain infarct. Patient was transferred to another facility as the pt's respiratory status worsened. The pt was in shock on arrival and was placed on intra aortic balloon pump. Coronary angiogram revealed a thrombus from the left main trunk to inside the implanted cypher in proximal left anterior descending coronary artery. The thrombus was aspirated with good results and the intra aortic balloon pump was discontinued. However, the pt's respiratory condition remained unstable and the pt was diagnosed with acute respiratory distress syndrome. After receiving a tracheotomy, the pt continued to deteriorate; heart failure worsened and pt developed pleural effusion. The pt eventually died of multi organ failure. According to the physician, the thrombotic event occurred because aspirin and clopidogrel were withheld during the brain infarction.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under manufacturing numbers 9616099-2008-00774 and -00775. Additional info will be submitted within thirty days upon receipt.